Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the date of the revision surgery. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: imdrf patient code e2006 captures the reportable event of erosion of vaginal mesh. Imdrf patient code e1309 captures the reportable event of feeling of incomplete bladder emptying. Imdrf patient code e1405 captures the reportable event of dyspareunia. Imdrf patient code e1715 captures the reportable event of moderate vaginal dysplasia. Imdrf patient code e1710 captures the reportable event of excision vulvar and vaginal lesion. Imdrf impact code f1905 captures the reportable event of revision/removal of vaginal mesh sling.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was used during a trans obturator tape sling procedure performed on (B)(6) 2020, for the treatment of mixed urinary incontinence. On (B)(6) 2020, a 33-year-old female patient with mixed urinary incontinence underwent a trans obturator tape sling procedure. The patient was transported to the post-anesthesia care unit in satisfactory condition after the procedure. On (B)(6) 2022, the patient had surgery for moderate vaginal dysplasia, erosion of vaginal mesh, mixed incontinence urges and stress, a feeling of incomplete bladder emptying, dyspareunia, vaginal atrophy, and an overactive bladder. The patient underwent an exam under anesthesia, including colposcopy of the vulva and vagina, excision of vulvar and vaginal lesions, cystoscopy, and removal of a vaginal mesh sling. During the surgery, normal external female genitalia were found. On colposcopy, no acetowhite changes or abnormalities were noted at the prior biopsy site on the vulva, vagina, or cervix. Cystoscopy during and at the conclusion of the case revealed a normal urethra and bladder with no damage to the bladder or the urethra. However, a vaginal exam reveals erosion of the sub urethral area of the prior sling, with clear material and granulation tissue growing through the erosion and around it. So, during the removal of the mesh and vaginal tissue, careful action was taken to not damage the urethra or bladder. The patient tolerated the procedure well and was sent to the recovery room in stable condition.